Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump battery life was rapidly depleting and on one occasion depleted to 0% battery life. Customer reported an elevated blood glucose (bg) level of 338 (mg/dl) and resumed pump therapy to address bg levels. Although additional information was requested from the customer, no additional information on the reported event was provided.